Manufacturer narrative:
Thv/tvt registry: per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (calcium in the stj) and procedural factors (device manipulation) are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During implant of a 29mm sapien 3 valve in the aortic position using transcarotid approach with a proctor, a surgical cutdown was performed, the esheath and delivery system were placed appropriately, and the valve was deployed. Upon removal of delivery system, the esheath exited the carotid vessel. The esheath began to enter the vessel again, but was immediately stopped. The esheath, delivery system, and wire were removed together as one unit. The wire was outside of the nose cone of the delivery system. Tee noted a dissection in the ascending aorta that extended from the stj to the innominate artery. There was no pericardial effusion, no pvl, and the valve was well placed. The patient remained stable. A cta was urgently obtained and the patient was transferred to another hospital. The proctor felt the event was due to the calcium in the stj.

Manufacturer narrative:
Additional information was received. Section b7 was updated. Per medical records provided by the site, after successful tavr via right transcarotid surgical cutdown approach, upon removal of the delivery system, the esheath exited the carotid vessel causing a dissection. An intraprocedural tee confirmed the dissection in the ascending aorta extending from the stj to the innominate artery. An urgent cta was obtained, and arrangements were made to transfer the patient to a secondary hospital for cardiac surgery. The patient arrived at the secondary hospital via lifeflight and was prepared for emergent repair of a type a aortic dissection. The patient was hemodynamically stable and intubated. The previously obtained postop cta confirmed the dissection into the innominate artery and extension into the right carotid. The patient tolerated the procedure well and was taken to the cardiac intensive care unit post procedure. The patient was hemodynamically stable and was able to be extubated on post operative day (pod) 1. The patient was discharged on pod 7.